Event description:
It was reported that the patient stated the their "pacemaker died". Follow up indicated that at a device check, the device could not be interrogated; there was no signal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.